Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas liat system, product code: occ, catalog number: 07341920190 and UDI: (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code: qjr, catalog number: 09211101190 and UDI: (B)(4). (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n (B)(4)). A customer from the united states alleged that they received potential false positive results for patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay. During review of customer-provided data it was noticed that runs # (B)(4) both generated sars-cov-2 negative, influenza a positive, influenza b negative results for both patients¿ samples when analyzed on the cobas® liat® system (s/n (B)(4)). Patients¿ samples were not repeat tested. No patient details were made available, and no harm or injury was indicated. Patient sample was collected using nasopharyngeal in bd media, 3ml. The results were reported out to the patients and/or personnel treating the patients. The investigation to assess the customer allegation has not yet been completed. Two (2) mdrs will be filed one for each sample as per FDA guidance.

Manufacturer narrative:
The customer's cobas liat analyzer (B)(4) was returned for evaluation and repair. From the data inspection, it was identified that the motion data for closing movements were not as stable as expected and the pcr efficiency was below the expected level. Therefore, it can be assumed that at least one actuator is in poor condition or defective and a replacement of the whole set of actuators is necessary as a repair action. Visual inspection will for sure reveal tube leakage residuals and discolored materials in the inside of the tube chamber. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. (B)(4).